Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings: the reported cs-064 'call service alarm' issue could not be adequately investigated due to unresponsive keypad buttons; no conclusions could be determined in regards to the reported issue. The pump history and black box data could not be downloaded due to internal moisture damage. Evidence of moisture ingress was observed behind the display lens. The keypad cover was observed to be intact; however, all of the keypad buttons were found to be unresponsive due to internal moisture damage. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The audio bolus button (abb) cover was observed to be detached/missing; the pump failed a leak test due to an abb leak. The pump case was removed, and further evidence of moisture ingress was found on the printed circuit board, keypad flex connector, and motor flex connector. Also, the display was observed to be distorted.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.